Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The device remains in the patient. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation.

Event description:
It was reported by a nurse at an allergist's office that a patient had right shoulder-reverse total shoulder arthroplasty on (B)(6) 2017. During the surgery the following products (lot numbers unknown) were implanted in the patient: ar-9501-06p universal reverse humeral stem, ar-9502-36rcpc universal reverse cup, ar-9145-30 universal glenoid peripheral locking screw (qty unknown) and ar-9120-01 universal glenoid baseplate small. It has been reported that patient began having reaction type symptoms, low grade temperature - pain - rash, almost immediately after the procedure which has persisted. No cultures have been taken however blood work taken showed no infection indicated. Patient is being seen by an allergist to attempt to determine if patient may have an allergy to the arthrex implants. Material composition of the products has been provided to the reporter.